Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced an infection in (B)(6) 2016. Subsequently, the receiver stimulator was explanted on (B)(6) 2016. The electrode array was left in situ.

Manufacturer narrative:
Correction: the initial report date received by manufacturer is: 14 june 2019. It is not 24 june 2019. The device was explanted as the recipient reportedly experienced non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is filed on july 18, 2019.